Event description:
Reported device result=179 mg/dl every time tested. Memory confirmed all results=179 mg/dl and the control result=179. Controls were used and were not expired and the strips were coded correctly. A request was made for product return and replacement product was sent.